Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you clarify the issue with the "clips were not adhering" when you speak with the surgeon. Can you clarify whether the clips were not formed? Were the clips malformed? Were the clips scissored? Did the clips not hold on the tissue or vessel once they were applied? How was the case completed? Was there any patient consequence as a result of the device issue?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not adhering. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m92w9t. The analysis results found that the el5ml device was received with the jaws bent.in an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 4 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended.it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.a batch record review was performed and no anomalies were found during the manufacturing process.